Manufacturer narrative:
The insulin pump passed the functional tests, including the self- test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 53 during testing and no pump error 53 found at pump history format. The device uploaded properly to the carelink software and communicate properly. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a pump error on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.